Event description:
Additional information received identified the lead had migrated in to the epidural space. The patient experienced unintended rib stimulation. The patient underwent surgical intervention on (B)(6) 2017 wherein the lead was explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Reprogramming was tried to no avail. Images indicate the lead position may have contributed to the issue. Surgical intervention may be taken at a later date to address the issue. Device information is unknown at this time

Manufacturer narrative:
The reported event of lead migration cannot be analyzed via laboratory testing.